Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that her blood glucose value was 250mg/dl all morning and now it is 400mg/dl. Customer stated that she took her down to 60mg/dl. Customer¿s blood glucose value at time of incident was 250 mg/dl and current blood glucose value was 385 mg/dl. Customer treated with the old insulin pump. Customer had symptoms of high blood glucose value like nausea, eye trouble such as blurry vision. Customer was assisted with high pressure test and it passed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test.